Event description:
Boston scientific crm received info that at a lead extraction procedure for this lead, the pt went into respiratory arrest. The rep reported the device was not related to the ra as it was programmed to vvi mode. It was originally believed that the lead was going to be removed due to atrial fibrillation. The pt started the procedure in the sinus rhythm. During chest compressions, it was believed that the lead had become dislodged. The pt returned to the or to complete the revision procedure. During the attempted reposition, a stylet insertion was attempted in to the lumen, but it wouldn't insert more than 1/2 an inch. It felt like there was something impeding this (more like metal than dried blood). The physician ended up extracting and not replacing the lead.

Manufacturer narrative:
The mechanical performance of the lead under complaint was scrutinized. The analysis demonstrated that a stylet could not be properly introduced and advanced within the lead's lumen. Thus, the functional test of the helix fixation mechanism was not properly feasible. This was due to severe deformations of the inner wiring near the connector pin. Damage symptoms such as those require the presence of intense mechanical stress. The analysis did not reveal any sign of a material or mfg problem. The rotation of the inner wiring without an inserted stylet in combination with over-rotation should be taken into consideration.